Manufacturer narrative:
Not avail.

Event description:
This spontaneous report (B)(4), (B)(6) from the united states of america was reported by a consumer (age and gender unspecified) via social media who reported their condoms broke and developed human immunodeficiency virus (hiv) after using the trojan condoms unspecified. On an unspecified date, the consumer reported initiating use of trojan condoms unspecified. Later, the consumer reported via social media, "my condom broke and I got hiv." No additional information was available. The action taken with trojan condoms unspecified was not available. The outcome of the event hiv was not reported. The outcome of the event condoms broke was not available.